Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin was squirting out and he could not press the act button to stop it. The customer went through one third of the insulin in the reservoir and the screen had fill tubing with no numbers. Customer's blood glucose level was 131 mg/dl. The customer was unable to exit the preparing to prime loop. The drive support cap was sticking out. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received motor error alarm during the basic occlusion test due to loose/protruded drive support disk. We were unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify prime/fill anomaly due to motor error alarm. The insulin pump was received with normal operating currents and passed error test and self-test. The insulin pump had minor scratched lcd window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and missing end cap sticker.